Event description:
It was reported that the buttons on the keypad for the cs100 intra- aortic balloon pump (iabp) were not able to be used. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) has confirmed that the iabp unit involved in this event was cleared for clinical use and returned to the customer.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit by cross testing the parts from another iabp unit and determined that the assembly, pressure nacium reservoir, volume cylinder and drive manifold were faulty. It was noted that the parts were taken from a backup iabp unit borrowed from another building within the facility. The fse replaced the power supply. The current status of the iabp unit is unknown and attempts are being made to obtain additional information. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the buttons on the keypad for the cs100 intra- aortic balloon pump (iabp) were not able to be used. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.